Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. The plaintiff also experienced stage 3 pelvic organ prolapse, stress urinary incontinence, stage 1 cystocele and stage 1 rectocele. Furthermore, it was reported that the plaintiff died. The causes of death were reported as respiratory failure, heart failure, chronic obstructive pulmonary disease, ischemic heart disease and asthma.